Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(4) 2017, receiver range was too low was reported. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and passed. A receiver functional test was performed and no defects were found. Receiver logs were downloaded and no defects were found. A receiver pairing test was performed and receiver passed pairing test and was able to pair with a good known transmitter within a 20 feet distance. The reported allegation was not found. The probable cause could not be determined. No additional patient or event information is available.